Event description:
It was reported that during the implant procedure, the lobes became twisted with lead rotation and would not extend for proper fixation. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis it was reported that the outer insulation was breached, there was blood in/on the helix/lobe mechanism, distal conductor (non-obstructing) and outer tubing overlay. It was determined that the damage was caused at implant.